Event description:
During product service by a service technician, a flogard infusion pump presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection and functional test were performed. Functional testing identified the f-94 alarm. The cause of the condition was determined to be a damaged battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted